Event description:
It was reported there was a dissection of the coronary sinus with the tip of the catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.